Manufacturer narrative:
On 06-sep-2024, mentor received additional information about the event: it was reported that patient developed pain in both breasts in 2019 post implantation. The pain in the right breast eventually subsided. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-11283 for the report for the patient¿s right breast prosthesis. It was reported there was a lack of symmetry with the right breast. The patient¿s left breast prosthesis moved post implantation. The patient was scheduled to have the left breast prosthesis repositioned on (B)(6) 2024. During the procedure, the left breast prosthesis was discovered to be ruptured. The surgeon decided to explant both breast prostheses and they were replaced with unspecified mentor gel breast prostheses. The removed left breast prosthesis was discarded following explant surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and discomfort. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with a mentor memorygel xtra breast implant 595cc gel breast prosthesis developed pain and discomfort in her left breast post implantation. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2024. During explant surgery, rupture of the patient¿s left breast prosthesis was observed.